Event description:
This pt is implanted with bilateral cochlear implants. After approx 2.5 years of successful implant use, they bumped their head on the left side. After this incident, the pt refused to wear their external equipment because of discomfort. Integrity testing revealed 5 faulty electrodes. Those were deactivated and their implant was reprogrammed. However, the pt still experienced decreased hearing. Explantation/reimplantable surgery is being considered by their cochlear implant team.